Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing and eating a meal while using the ilet bionic pancreas, with the device displaying ¿low¿ and a fingerstick glucose of approximately 40 mg/dl; the user treated with juice, and a factory reset was performed with subsequent review of basic protocol, return to bionic mode, and reentry of a higher glucose target. Symptoms included hypoglycemia. Outcomes included self-treatment and recovery without hospitalization. Investigation included troubleshooting, education on protocol following a factory reset, and confirmation of device function post-reset. Investigation of this case revealed no device alarms and no device malfunction identified, with the event occurring in the context of recent dietary changes and a higher target reentry after reset; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.